Event description:
Surgeon reported scratches were noted on the intraocular lens (iol) after implantation. The iol remains implanted. The scratches are reported to be periopheral and do not impact the patient's vision.